Manufacturer narrative:
The device was returned to zoll for evaluation. The customer's report was duplicated and attributed to the monitor board. The monitor board will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.